Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient's heart rate was low and they had "pauses and it stopped working for long periods" approximately ten days post implant. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.